Manufacturer narrative:
On (B)(6) 2019, mentor received additional information regarding the condition of the suspected medical devices and the diagnosis on the patient's symptoms. A healthcare professional reported that both implants were intact upon explantation, and the patient was not diagnosed with breast implant illness. The devices were sent to pathology and no abnormal results were returned. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 3-mar-2020, the investigation on the suspected medical device was completed. Investigation summary: the device was visually inspected and no apparent damage was found. Necrosis may prevent or delay wound healing and require surgical correction, which may result in additional scarring and/or loss of tissue. Implant removal may also be necessary. Excessive inflation of the device may also result in tissue necrosis and thrombosis. Subsequent exposure and/or extrusion of the implant may occur. As indicated in the mentor product insert data sheet, the use of microwave diathermy in patients with breast implants is not recommended, as it has been reported to cause tissue necrosis, skin erosion, and extrusion of the implant. Factors associated with increased necrosis include infection, undue tension of the tissue covering the implant, inadequate tissue thickness inhibiting circulation, trauma to the tissue during surgical procedures, use of steroids in the surgical pocket, smoking, chemotherapy, microwave diathermy, radiation and excessive heat or cold therapy. Calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants, heart valves, vascular grafts, and soft contact lenses, as well as in the mature breast tissue of women that have not undergone breast surgery. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness.(assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 31-jan-2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6)2020, it was found that left-sided implant calcification was reported on the previous report. However, the patient actually experienced right-sided implant calcification. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient's symptoms. The patient experienced bilateral soft tissue necrosis and left-sided implant site calcification. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast reconstruction with a 700cc mentor memorygel breast implant (left) and a 800cc mentor memorygel breast implant (right) suffered several unexplained systemic symptoms, including left-sided breast pain, joints stiffness, brain fog, and eyes gray. The patient stated that she is a cancer patient and had tissue expanders implanted in (B)(6) 2017. About two months later, she saw her doctor due to left-sided breast pain but she was told that there was no issue with her implants. The patient also stated that she is not sure if her symptoms are related to cancer radiation treatment or her breast implants. However, after explantation of the implants on (B)(6) 2019, the patient stated that most of her symptoms got improved. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. This report is for the right prosthesis.